Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced pain and blood at site because the sensor needle broke off. The site was not actively bleeding. The customer also mentioned having inaccurate sensor readings. The sensor glucose was 50 and blood glucose value was 93-117 mg/dl. The customer explained that she inserted the sensor and started bleeding, removed the sensor and found the cannula was bent. Insertion recommendations were discussed. The sensor will not be returned for analysis.